Event description:
It was reported that during a sigmoid/lower anterior resection procedure; the device did not fire properly resulting in insufficient staple line. The surgeon had to then over sew staple line. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: please explain what it meant by, ¿device did not fire properly resulting in insufficient staple line?¿ when device was fired, no staples deployed. There was no ring of tissue in the stapler. Fired normally with no difficulty. Was the device difficult to fire? No. Did the device fully cut and partially staple? No staples deployed in tissue. It was unknown if the hole in the tissue was a tear or from the blade cutting. What was the appearance of the deployed staples (irregular in shape, legs straight, b-formation)? Na ¿ no staples deployed. It was reported the patient received a colostomy. This was not planned and it was believed to be temporary. While removing the device, it was noted the rotation knob was spinning freely like the device was opening up.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh25a device arrived with the knife and the anvil damaged; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. No functional test was performed due the condition of the anvil. The adjusting knob functioned as intended and without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.